Event description:
The baxter renal sales representative called baxter product surveillance on (B) (4) 2010 to report a potential patient reaction with a xenium xph 210 dialyzer which was reported to him by the clinical coordinator at the facility. He stated that the facility is using the xenium dialyzers on a trial basis and this was their first patient and the patient's first time on the xenium xph 210 dialyzer. He stated that the patient came into the facility already sick on (B) (6) 2010. Two hours after therapy, the patient felt ill. The patient was short of breath and sent to the hospital. The sales representative did not have any further information. On (B) (6) 2010, product surveillance spoke to the clinical coordinator at the facility regarding the patient reaction with the dialyzer and obtained the following additional information: the event happened (B) (6) 2010. Two hours after therapy started, the patient mentioned that he was not feeling good, his face became red and prickly and he had increased shortness of breath with facial edema. The patient was short of breath when he came in before starting the treatment and had stated that it started the day before when he had been exposed to a lot of cigarette smoke. They stopped the treatment and took the patient off of the xenium xph 210 dialyzer. They were able to return the blood to the patient (there was no blood loss), restarted the treatment with a different dialyzer and tubing set and resumed treatment okay. They gave the patient a nebulizer treatment for the breathing, oxygen at 4 liters along with the CPAP (continuous positive airway pressure) treatment (which he normally has during treatment) and gave him a sodium bolus. The patient was given another breathing treatment with the nebulizer of albuterol (which the patient brings with) and aranest 25 micro grams in the IV one time. The patient then developed chest pain at the end of the treatment and was taken to the hospital. The patient's oxygen saturation was 94-96% before he went to the hospital. He was hospitalized on (B) (6) 2010, and was admitted overnight for acute respiratory failure with wheezing, likely secondary to the chronic obstructive pulmonary disease (copd). At the hospital, the patient was given solumedrol and a steroid every 6 hours, then breathing treatment of albuterol / atrovent every 4 hours and levaquin (dosage unknown). They performed blood cultures, urine and spuiten and checked the blood gasses the next morning (results unknown). The patient was released on (B) (6) -2010 and returned to the clinic for treatment on (B) (6) 2010 where he used a new xenium xph 210 dialyzer (same as used in the first therapy when the reaction occurred) with no problem. The clinical coordinator stated she no longer thinks it was a patient reaction. She thinks it was a respiratory issue that coincided with the use of the new dialyzer. The patient's run sheet is available and is attached to this file. The prescription for this event was 4.5 hours for the duration of the treatment, was programmed for 4.5 hours and the actual time was 3.93 hours. The blood flow rate was 400-450 milliliters (ml)/minute. The ultrafiltration goal was 4000ml. The patient's dry weight = 157 kilograms (kg), the pre-weight = 159.7 kg and the post-weight = 158.2 kg. The patient usually reaches the goal weight. There were no machine alarms during the treatment. The hemodialysis machine's last scheduled maintenance performed was 06-2009. It is unknown if there have been any unscheduled machine maintenance or repair. The machine is disinfected with a chemical disinfectant, citric acid 50% at the end of the day. The machine is relative to the purified water source and other hemodialysis machines in the water loop by the water being piped into the unit behind the machine. For the water purification system, the water system maintenance schedule, there is a nightly disinfect on the ro system with hot water, and then a weekly chemical disinfect. It is unknown if there have been any unscheduled maintenance or repairs. There was a water system problem of a hot water heater issue that day, but it was fixed. The water room is down the hall in relation to where the hemodialysis machine is in the ro water loop. The dialyzer used was a dry pack. Regarding the priming of the dialyzer, the initial volume flushed to waste was 1000 ml of saline. The saline recirculation time prior to patient connection was about 45 minutes. The blood pump was stopped prior to patient connection for about 30 seconds.

Manufacturer narrative:
(B) (4). Received the (B) (4) reply for this report. The manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found. No abnormality was found in the records and findings of the biological tests performed in the release inspection. From the fact that no abnormality was found in the records and also the information that the patient was already sick when he came into the facility and it was a respiratory issue that coincided with the use of the new dialyzer, it was conceivable that the reported event was not related to the dialyzer. Device evaluation: received 1 xph210 synthetic dialyzer (B) (4) in package and not used. (Companion sample) performed visual inspection and found no obvious defects. Performed leak test and the dialyzer had no leakage. This complaint could not be confirmed.